Manufacturer narrative:
G2: foreign country - finland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy. After screw implantation, the patient lost cranial nerve function (cnf) response on the left side and they used an imaging system to check the placement. The spin showed that the screws were 2-3mm too medial and were leaning against the already stretched spinal cord. The screws were then explanted and new canals were made free handedly and screws were implanted without issue. Some cnf response was recovered and the patient was moved to the critical care unit. The patient was monitored and the loss of response had an unspecified extent. The anterior tibial nerve response was lost and came back 24 hours after surgery. There was no delay to the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733686, version: unknown, ubd: unknown, UDI#: unknown h2, additional information: a2, a3a, a4, b5, d3-4 updated. H6: e0139 added due to new information provided in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the patient had a transient neurological deficit.

Manufacturer narrative:
H2, correction: d3-4 updated. It was determined that this event is a duplicate to an already reported event. Please refer to regulatory report # 1723170-2025-02545 for any further reports. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.